Manufacturer narrative:
(B)(4). Unknown; captured as awareness date. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the hp054 device was received with the 4-40 stud broken. No functional testing could be performed due to the device returned condition. The instrument was disassembled to inspect the internal components. The moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However, no definitive root cause could be drawn. Possible causes that may have contributed to this are dropping of the instrument, cross threading of blade or shear, side loading with blade attached, over torquing or plastic torque wrench not used. Please reference the instruction for use for more information. It is probable that the ingress of moisture affected handpiece functionality. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information received: the broken thread is returning with the harmonic device. Additional information was requested, and the following was obtained: did the generator display any error messages and if so what were they? No further information will be available. Did the device pass the pre-test? No further information will be available. Had the device been working and then stopped? No further information will be provided.

Event description:
It was reported that during an unknown procedure, the thread broke when the hand piece was rotated after the device was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.